Manufacturer narrative:
The cause of the discrepant elevated activated partial thromboplastin time results is user error. The account had switched from actin aptt reagent to actin fsl aptt reagent on (B)(6) 2013. After recognition by the customer of failures on the elevated levels of the new york state survey samples, the account entered a complaint and the siemens healthcare representative examined the account's test protocol settings and found them still set to the actin aptt settings. The account was informed of their user error and corrections were made to the protocol settings (B)(6) 2013. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
Discrepant elevated activated partial thromboplastin time (ptt) results were obtained on qc and patient samples. Patient results were reported to the physician during an interval of incorrect appt protocol settings. The samples were repeated with the correct protocol settings and lower results were obtained. It is unknown if patient treatment was altered or prescribed due to discrepant results reported. There is no report of adverse outcome to the patients as a result of the discrepant results.